Event description:
Customer reported: the cuff would not stay inflated with air. Customer confirmed decannulation and recannulation of a replacement tube was required. Customer confirmed there was no additional harm to pt.

Manufacturer narrative:
(B)(4). The sample associated with this report is currently in transit to the manufacturing site for analysis.